Event description:
It was reported that a pump's screen was broken rendering it nonfunctional. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.